Event description:
A sapphire balloon was unable to cross over and dilate a 99% occluded, heavily calcified, tortuous lesion in the mid right coronary artery (rca). Dilation attempts were made with a 1.0mm sapphire balloon and a 2.0mm sapphire balloon. Both balloons ruptured. A dissection was observed proximal to the lesion. The physician decided to proceed with the atherectomy procedure and used a guideliner to protect the dissection area. A diamondback 360 coronary orbital atherectomy device (oad) was used for three low-speed treatments. The oad crown jumped, and a perforation of the mid rca was observed. Stents were placed and prolonged balloon tamponade were performed. A small pericardial effusion was noted as well, and a pericardiocentesis was performed removing 40cc of fluid. The patient remained stable and was monitored overnight. The following day, an angiogram was performed revealing the formation of a large pseudoaneurysm at the site of the perforation. The patient was transferred to another facility for placement of a covered stent; however, the facility was unable to wire the vessel which led to the patient undergoing bypass surgery. In the opinion of the physician, using the oad in the presence of a dissection likely resulted in the perforation. The patient was in stable condition.

Manufacturer narrative:
Related regulatory report number: 3004742232-2023-00029. Csi ID: csi ID: (B)(4).